Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50 x 12 synergy drug-eluting stent was advanced but failed to cross. However, during delivery, it was noticed that the stent strut was lifted. The device was replaced and the procedure was completed with a 2.25 synergy stent. No patient complications were reported.